Manufacturer narrative:
Pursuant to the acquisition of acmi corporation by gyrus group plc, the decision making criteria for filing mdrs has been re-assessed and modified. A review of all complaints received post-acquisition was conducted. As a result of the review, this report has been determined to meet the revised criteria and is being filed with the agency at this time. Original device was discarded by hosp. Returned product from hospital of the same lot was received unopened. Opened all four devices returned. All devices showed the following characteristics: bands loaded without issues, tongs actuated smoothly, inner tube retracted smoothly, band #1 fired in position #1 and band #2 did not fire, band #2 fired in position #2, and bands did not prematurely fire. Defective device was not returned. All unused returned devices functioned properly.

Event description:
Pulled the tube up, cut the tube, but didn't attach the tube. Device discarded by hosp.